Event description:
It was reported that an ipump device was not infusing. This occurred while the pump was being programmed and set up in the biomedical service area. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was received and visually inspected. The customer reported problem of not infusing was confirmed as an f-33 alarm. The root cause could not be determined. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. If any additional relevant information is received, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This device is available for evaluation; however, it has not yet been received by baxter. Should any additional relevant information become available, a supplemental report will be submitted.